Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4195ml. The programmed fill volume of 2600ml. This meets iipv criteria. According to the nurse the patient did not report any symptoms of overfill, however, during the time of this event the patient was very sick with other complications unrelated to dialysis. The nurse stated that the patient had an infected surgical wound and was on antibiotics. There was no patient injury or medical intervention due to this event. According to the patient he did not experience any symptoms of overfill during this event. The patient stated he is currently on hemodialysis.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain caused by use error, tidal uf removal set too low. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.